Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for approximately eight days for mechanical circulatory support until escalation to an impella 5.5 with extracorporeal membrane oxygenation (ECMO) placement for continued therapy. During the impella 5.5 device support, approximately 41 days after starting, high purge pressure was encountered. The pump flow rate was low compared to the performance level, and at p-4 the flow was around 0.6-0.9l. It was noted that sometimes it goes up to 2l, but usually did not exceed 1l. Further noted was because the device had been used for longer than the specified number of days, hospital staff monitored the motor's current consumption over time, but there was no increase in the amount of current. There was a 30-second blackout with the automated impella controller, but the patient, flow rate was ECMO dependent, and the impella was for venting purposes with no effect on the patient's vital signs. The patient continued on impella and ECMO therapies for an additional 10 days before expiring noted to be due to multi-organ failure.

Manufacturer narrative:
Medical safety review of the event for the demise outcome noted the impella 5.5 device, there was no change in the therapy. The flow rate was dependent on ECMO. This is one of two devices related to the patient's implant experience. Refer to medical device report for the automated impella controller serial number (B)(6) with date of event 10-mar-2025 and with same patient identifier as this report. The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the reported issue has been completed. Low pump flow: data logs were not recovered. The pump was returned and inspected. Investigation reveled that biomaterial had been wrapped around the impellor blade and accumulated on the pump motor housing. The cause of the low pump flow was biomaterial due to biomaterial found on the impeller blade and around the motor housing. After 52 days on support, the patients condition worsened which led to multiple organ failure and death. Md noted impella was not involved in the death and the pump continued to function without any problems until the end. Unrelated death fm was removed under investigation since the adverse event had no relation with impella per voice of customer.